Event description:
It was reported that during the implant procedure, there was difficulty position/fixing the lead. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon analysis, it was reported that there was blood/fluid 20 cm from the generator end (proximal end), and the outer insulation was breached 20 cm from the generator end (proximal end). It was determined that damaged occured during implant.